Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose level of 455 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 455 mg/dl. Customer blood glucose reading at the time of the incident was 340 mg/dl. After giving bolus, blood glucose reading was 312 mg/dl, 340 and last night their blood glucose reading was 422 mg/dl. Customer high blood glucose reading 3 days ago. Customer treated their high blood glucose with their insulin pump. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support condition was not mentioned. Customer infusion set was changed on (B)(6) 2017. Customer removed the set and change the set. Customer did not mention if the cannula was bent. Customer did not mention the insulin pump setting. Customer did not have clamp to troubleshoot for high pressure test. Insulin pump will not be returning for analysis.